Event description:
The customer stated blood glucose readings were not being stored in the memory of the contour. No adverse event alleged. The customer was asked to return the meter for investigation. A replacement meter was sent to her.